Event description:
It was reported that the insulin pump alarmed no delivery during a basal delivery. The blood glucose reading was 150 mg/dl. The customer stated that the alarm had occurred after a bolus was completed, and the insulin pump prompted the him to resume or suspend. He was unable to troubleshoot, noting that he was unable to disconnect at the quick release, since he had extra tape over the site. He stated that he was unable to remove the site from the body, since he had no additional infusion sets with him. He stated that he would call back to troubleshoot if the no delivery alarm recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.